Event description:
The patient is currently hospitalized due to staph infection. Reporter also indicated that the patient is facing a possible 6 week stay due to the particular IV antibdiotic that they have been prescribed. The patient reportedly underwent an I&d procedure in 2002. It was reported that the patient was afebrile and that their wound was healing. The patient's seizures have reportedly decreased form 5-7 per day to 1-3 per day since vns implant.